Manufacturer narrative:
The investigation is ongoing. The investigation results will be reported in a follow up report.

Event description:
It was reported that the plug of a primus power lead was catching fire for short time. The device generated power fail alarm and reportedly was not used on pt at that time.